Manufacturer narrative:
The manufacturer previously reported a failure of the system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing was found to be consistent with no output from component u30.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.